Event description:
Additional information received reported that the patient¿s infection resolved and they were implanted with a full system. The patient was doing well.

Event description:
It was reported the trial patient developed an infection after the trial ended at the lead location. The patient experienced drainage, incisional wound opening, redness, and swelling. The abscess was drained and antibiotics were prescribed for ten days. The culture came back positive for staph infection. The patient was doing better and had an appointment scheduled for a week later. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. (B)(4).